Event description:
Complainant alleged that, while treating a patient (age & gender unk) who presented a ventricular tachycardia heart rhythm, the device displayed a "defib fault 72" message. Complainant indicated that they obtained another device to treat pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
The other device used in the event was reported on medwatch report # 1220908-2006-02154. It is unknown what sequence the devices were used. The reported malfunction was observed and attributed to a faulty transistor on the hv module.